Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current level was unknown. The customer treated with bolus and manual injections. The customer states the high blood glucose levels took place during the hospitalization. Troubleshoot was conducted. The pump is being replaced and returned for analysis per the doctor's request. The customer was advised that if issues persist, full troubleshoot would need to be conducted to try and determined cause of the high blood glucose levels.